Manufacturer narrative:
It was reported that the customer called in for troubleshooting help and was assisted by an olympus technical assistance center (tac). During troubleshooting for the reported issue, the customer stated that the suspected cv-190 device exhibited b30 communication error with two 190 series scopes. The olympus technical assistance instructed the customer to reseat the communication cable, power down the suspected cv-190 device, connect the scopes and power on the device. The customer then stated that the reported issue was resolve and the device worked normally. The user facility indicated the suspected device will not be returning to olympus for evaluation/repair because the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited b30 communication error. The event occurred during preparation for use, prior to an upper gi endoscopy procedure. It was reported that the procedure was completed using the same device. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. It is possible that there was a connection failure of the cable connecting the processor and the light source device. Olympus will continue to monitor field performance for this device.